Event description:
Operator used incorrect pt orientation when performing a CT head scan. This resulted in the anatomical orientation markers being reversed. Pt was sent to surgery and procedure was apparently performed on wrong side of brain.